Event description:
Wife of home patient reports home patient disconnected during automated peritoneal dialysis treatment and drained out in the bed and floor. Home patient's wife called baxter's technical service center for instruction on how to reconnect home patient. Baxter service technician instructed wife to discontinue treatment and contact their health care professional. Per health care professional, he was not notified of incident, but no pt injury or medical intervention resulted from incident. Per health care professional, home patient is elderly and has "psychological issues".